Manufacturer narrative:
The reported field event of a connector anomaly was not confirmed in the laboratory. Upon receipt, the header was noted to be damaged and lead testing could not be performed. Further evaluation noted the dimensions of the connector measured were within specifications. However, there is a known issue with the header of this family of device which resulted in lead insertion difficulties which may have contributed to this event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the routine device upgrade procedure, it was difficult to remove the ventricular lead from the pulse generator header. The physician used a bone cutter to remove a part of the header and pushed the lead out. The device was explanted and replaced as planned. The patient tolerated the procedure well.